Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) and performed additional work on the solenoids and actuators to resolve the high hgb and mchc as well as the vote outs for the wbc and plt parameters. The leak was resolved by the customer by reattaching the tubing at port 7 on the bsv. The fse also reported that the high hgb and mchc results were flagged by instrument rules to alert the operator of an issue and the operator proceeded to repeat the samples on an alternate instrument.

Event description:
The customer reported a leak from the tubing at port 7 on the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The customer stated that approximately twenty-five milliliters (25 ml) of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and safety glasses at the time of the event and there was no report of injury or direct exposure to the leak. Customer technical support (cts) assisted the customer with troubleshooting over the telephone and the customer stated that the tubing on port 7 of the bsv had disconnected and squirted liquid onto the table surface. The customer reattached the tubing but the tubing disconnected again. The customer reattached the tubing again but the instrument generated vote outs (non-numerical result) for the white blood cell (wbc) and platelet (plt) parameters, and high hemoglobin (hgb) and mean corpuscular volume concentration (mchc) results. There was no report of change or affect to patient treatment in connection with this event. The customer did not provide any patient data associated with this event.